Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 529 mg/dl. The customer reports they have also been experiencing low blood glucose levels of 57 mg/dl. The customer did not report any symptoms, treated with food, and high blood glucose was treated with the insulin pump and manual injections. Customer's blood glucose value 592 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. No other information is provided for trouble shooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer will be sent a replacement pump. Customer mentions has been receiving no delivery alarms. The product was returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.